Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the image was intermittently present due to a printed circuit board failure. In addition, noise was observed in the image on the right side of the display due to a liquid crystal display panel failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model oev262h, high definition lcd monitor was returned to olympus for processing as an "asset return" with no problem reported. Upon inspection and testing of the returned device, it was determined the image was intermittently present and noise was observed in the image. This report is submitted due to the intermittent image and noisy image, found during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the issue of ¿vertical black lines¿ observed on the right side of the display occurred due to a faulty lcd screen and a faulty printed circuit board (bi). This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.